Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a guidezilla guide catheter extension was used, a 3.00 x 38mm synergy ii drug-eluting stent (des) was advanced but failed to cross the lesion. After multiple attempts, the stent was noted to be damaged. A new 3.00 x 38mm synergy ii des was used and completed the procedure. No patient complications were reported and the patient's status was fine.